Event description:
A customer was experiencing high plt background and probe drip (2ml) on their act diff instrument. The drip was uncontained. There was no biohazard exposure to open wounds or mucous membranes. No erroneous patient results were generated in connection with this event.

Manufacturer narrative:
The customer technical specialist (cts) assisted the customer over the phone. The cts instructed the customer to replace the dual diluent filters and prime. The customer then ran startup with no further issue. Upon recur, this failure mode could cause erroneous results for all parameters due to contamination of the sample during aspiration. (B)(4). Customer resolved the issue.